Event description:
This lead was implanted on (B)(6) 2002. A call to technical services on (B)(6) 2010, states that the system will be extracted (B)(6), due to sepsis from dialysis catheter. Dr. (B)(6) at hospital (B)(6) will be doing the extraction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).